Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 275 mg/dl. The mother felt that the insulin pump was not delivering the boluses. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother did not have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.